Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident used in this incident, a field service engineer (fse) remotely accessed the station and identified that auxiliary enhanced half-height cubie drawer 3.1 was not detected on the bus. The fse contacted the pharmacy to provide an estimated time of arrival; however, the customer indicated that no escort would be available overnight. The fse then confirmed that no issues were observed upon arrival and the issue was resolved by the customer, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue on the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary bhs 4w pyxis was out of commission and unresponsive. The station displayed a device not detected on bus error message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.